Event description:
On 12/11/2000 the facility's o.r. Nurse informed the MFR's (MFR) sales rep of the following: dilated over the guidewire, gotten in the peel away and inserted the catheter. Went to pull back to take out the peel away sheath and the handles broke off. Had to use clamps to geth the sheath out. No further details were provided.